Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was resetting. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. As received the monitor was resetting. A root cause investigation is underway. A supplemental MDR will be sent upon completion of root cause investigation. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.